Event description:
It was reported that insyte autog bc yel 24ga x 0.75in needle fell apart. The following information was provided by the initial reporter: it was reported needle was not engaged ¿ fell apart.

Manufacturer narrative:
H.6. Investigation: our quality engineer team received one sample with an open package for evaluation of this incident. Through inspection of the sample, no visible defects could be identified. The needle hub was pushed into the unrestricted position and locked into place correctly. The device was cut open to inspect the hub for any signs of damage or deformation; however, no defects were identified. It is possible for premature retraction to occur from forces during the shipping and handling of the packaged unit. The package was returned in good condition which indicates that the defect most likely did not occur during shipping or handling of the packaged unit. It is also possible for mis-orientation of the needle cover to cause premature retraction; however, without the needle cover this cause cannot be confirmed. Handling of the product or accidental pressure on the button may also result in retraction of the device. A device history record review was performed for the provided lot number. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. Based on the investigation results, an exact cause could not be determined for this incident.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autog bc yel 24ga x 0.75in needle fell apart. The following information was provided by the initial reporter: it was reported needle was not engaged ¿ fell apart.